Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol) approximately three years ago. Battery capacity depleted was reached approximately one and half years ago. Boston scientific technical services (ts) discussed therapy was no longer available and the device should be explanted. The patient later presented after experiencing a syncopal episode. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.